Event description:
It was reported a coronary diagnostic procedure was performed and an angio-seal was deployed via the right femoral arteriotomy, hemostasis was achieved. A few hours after the procedure, bleeding from the puncture site was observed and the patient's hemoglobin dropped. A blood-transfusion was performed and the patient was transferred to the coronary care unit and was reported to be recovering. The patient's troponin level was reported as high.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.